Event description:
International affiliate reports pt had valve implanted in one hosp but went to a different hosp for treatment for muddle headed feeling. Pt's condition woresned and when valve was explanted, the surgeon noted that part of the valve's internal mechanism had moved inside the silicone housing.